Manufacturer narrative:
(B)(4). Customer returned the meter on 8/31/2016;the meter received at the qc lab on 9/1/2016 and evaluated on 9/2/2016. Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had poor technique.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer's expected fasting blood glucose test result range is below 100mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 160 and 151mg/dl using true track meter. The product is stored in the bedroom. The test strip lot manufacturer's expiration date is 08/17/2018 and open vial date is approximately four to six weeks ago. The meter memory was reviewed for previous test result history: (B)(6). He stated that he received readings of 520, 245 and 125 on back to back test. He hadn't made any changes to his diet or medication (glucophide and projenta).

Manufacturer narrative:
(B)(4). Customer returned the meter on 8/31/2016;the meter received at the qc lab on 9/1/2016 and evaluated on 9/2/2016. Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had poor technique. Correction of serial number: (B)(4).

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer's expected fasting blood glucose test result range is below 100mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 160 and 151mg/dl using true track meter. The product is stored in the bedroom. The test strip lot manufacturer's expiration date is 08/17/2018 and open vial date is approximately four to six weeks ago. The meter memory was reviewed for previous test result history: (B)(6). He stated that he received readings of 520, 245 and 125 on back to back test. He hadn't made any changes to his diet or medication (glucophide and projenta).

Manufacturer narrative:
(B)(4). Customer returned incorrect meter - unable to test. Most likely underlying root cause of malfunction: user had poor technique.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer's expected fasting blood glucose test result range is below 100mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 160 and 151mg/dl using true track meter. The product is stored in the bedroom. The test strip lot manufacturer's expiration date is 08/17/2018 and open vial date is approximately four to six weeks ago. The meter memory was reviewed for previous test result history: (B)(6). He stated that he received readings of 520, 245 and 125 on back to back test. He hadn't made any changes to his diet or medication (glucophide and projenta).